Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the parenchyma tissue on a laparoscopic video-assisted thoracic surgery wedge resection, the surgeon was able to press the green button and was not able to squeeze the handle but the stapler did not fire. The device could not be fired in the second and third application. With another handle, the magazines could be fired. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.